Event description:
Physician opened the 2nd kit - emergent procedure and was a difficult stick. He knew that one wire had been removed, but overlooked the 2nd wire. Placed the catheter over the wire and it was not extending out of the proximal end of the catheter - the catheter with the wire in it was then hooked up to the IV tubing. Realized the wire had been left in the pt. They subsequently removed the wire guide from the pt.